Event description:
A physician reported a pt who was skin tested on 14 arpil 1998 in both forearms. The evening of 14 april 1998, the pt reported the development of redness, lumpiness, and a burning pain at both test sites. On 15 april 1998, the physician prescribed oral tylenol and benadryl as needed. The physician diagnosed a definite hypersensitivity. No further medical or surgical intervention was planned or prescribed.